Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause can be attributed to user error. A continuum trilogy liner was returned for evaluation. Visual evaluation identified the following: there was damage on the rim feature, anti-rotation tabs, and locking features. The damages on the anti-rotation tabs are indicative of a misaligned insertion. There is a hole running from the inner diameter to the backside surface, most likely a result of removal attempts. No other damages were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when fixing this liner to the shell, the scallops were misaligned and fixed. Therefore, the surgeon removed this liner and used a backup liner. No additional information.